Event description:
When the synchromed ii pump reaches its end of service (eos), it is designed to automatically stop infusing drug and will sound the critical two-tone alarm. Approximately 90 days before eos, the elective replacement indicator (eri) occurs and the non-critical single-tone alarm sounds. After eri occurs, interrogation of the pump with the medtronic programmer will show the ''schedule to replace the pump by'' ("replace pump") date. In some cases when the eos date falls on the first day of the calendar month, it is possible that a software error may cause the programmer to display an incorrect or undefined replace pump date. It was reported that on (B)(6) 2011, the pump logs showed elective replacement indicator of one month. The infusion prescription was changed. At that time, the patient and caregiver (patient's mother) were informed of the need to replace the pump or titrate the drug down for removal to prevent severe baclofen withdrawal. The caregiver chose to wait to make a decision because the patient had other unspecified health issues occurring. On (B)(6) 2011, the pump was re-interrogated at which time the programming showed that eri had occurred on (B)(6) 2011 and that end of service (eos) would occur on (B)(6) 2011. The caregiver was again advised to consider pump replacement or removal; however, no decision was made. On (B)(6) 2011, the caregiver was again advised to have the pump removed or replaced and the decision was made at that time. The caregiver then chose to contact a different health care provider who was consulted on (B)(6) 2011. Upon reading the pump on (B)(6) 2011, the pump logs showed that eos had occurred on (B)(6) 2011, not (B)(6) 2011 as stated on the previous programming. The patient reported no signs of withdrawal, although the caregiver had been giving oral baclofen, 10mg tid (3 times per day) for "a little while now/at least a few weeks." On (B)(6) 2011, the patient ''exhibited signs of pretty intense muscle spasms''; the reporter indicated that "he always has spasms." The hcp replaced the pump on (B)(6) 2011. The pump contained compounded baclofen 4000mcg/ml with catapress 1000mcg/ml, daily dose 1851mcg baclofen with 462mcg catapress per day. The patient outcome was not reported. An attempt was made to have the pump returned; however, the pump was retained by the facility. Information regarding this event was previously reported in manufacturer's report #: 3007566237201105989 filed on (B)(4) 2011.

Manufacturer narrative:
Catheter model #: 8709, lot #: j0056643r, implanted: (B)(6) 2000, explanted: unknown; model 8840, lot #: unknown; model 8870, lot # unk. Medtronic became aware of a potential software issue on (B)(4) after analyzing a returned pump and has filed an MDR report for this device on (B)(4) 2011. Preliminary engineering analysis indicates that there may be a scenario in which a patient's pump may display an erroneous ''schedule to replace the pump by'' date on the model 8840 programmer or printed strip. Medtronic has identified 10 patients with pumps that may exhibit this display error in (B)(4) 2011 and is in the process of notifying these patients or the physicians following them. The first notification occurred on (B)(4) 2011. The investigation of this issue is ongoing which may result in the identification of pumps that may exhibit the display error after the month of (B)(4) 2011. Thus, notification of additional patients or the physicians following them is a possible outcome of the company's ongoing investigation. This correction report is being made pursuant to 21 cfr 806.10(f).

Event description:
It was later reported that per the health care provider, the patient was "doing fine".